Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak (drop) was reported between at the connection of the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak (drop) at the connection point of the supply bag and the supply line of a hc cassette that led to this alarm. Renal therapy services assisted with ending therapy and reviewed proper procedures per the user manual with the hp. The hp started therapy with new supplies to drain. There was no report of patient injury or medal intervention associated with this event. No additional information is available.